Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer programmed an extended bolus and the bolus did not clear during the programmed time frame. During troubleshooting with tandem technical support (cts), the customer understood this was a display issue and it did not affect the insulin delivery. Cts confirmed the extended bolus was delivered as intended. There was no impact to the customer's blood glucose level.